Event description:
Device malfunction: failure to deploy, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was initially reported that during an interventional procedure, the absolute stent did not open. There was no adverse pt sequela reported. Although requested, there was no additional info provided. However, eval of the returned device revealed the stent implant was returned with 5 rows partially expanded and with blood confirming use in the anatomy.

Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.